Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation, the atrial lead exhibited noise, which led to inappropriate mode switches. The noise was not able to be recreated. No intervention was reported. The patient would continue to be monitored.